Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the fluidics, incubator, centrifuge, reagent spinners, and gel camera. All were within specs. The log files were reviewed and no errors were observed to any of the samples in question. The customer ran and passed qc. The instrument is operating as expected. No repairs needed. (B)(4).

Event description:
The customer states that the ortho provue resulted a 1+ reaction as negative in the anti-e. Erroneous results were reported. Testing was repeated and results corrected. Corrected reports have been issued for the affected samples. There was no harm to any patient.